Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presenting with an emergency case of acute myocardial infarction was implanted with a 3.00x18mm resolute onyx rx coronary drug eluting stent in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was preformed without issue. The lesion was pre-dilated. The patient was given 8000 units of heparin. After implanting the stent post dilation was performed. It was indicated that post implantation of the stent that there appeared to be no problems regarding apposition and expansion of the stent. It was reported that several hours after stent implantation that stent thrombosis occurred. In order to treat the thrombus aspiration was performed and plain old balloon angioplasty (poba). It was indicated that there was a high possibility that the stent thrombosis occurred as the patient presented in an emergency case and antiplatelet drugs were not taken, it was also indicated that the heparin did not work well and that it was unlikely that there was a problem with the resolute onyx stent. The patients condition after treatment was reported to be stable.